Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 2305201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) affected sample was returned for evaluation by our quality team. Through examination of the sample, the reported defects of leakage and air entry were identified. It has been determined that the defective sample resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked past the piston during the suction test. The following information was provided by the initial reporter, translated from french: "what happened: during the suction test during loco-regional anesthesia: air entering the syringe and during the injection of the product there was a passage in part of the liquid around the piston and outside. Probable causes: lack of tightness consequences for the intervention / the intervener / the patient: loss of time during the intervention, interruption of task in a sterile area, exposure to the product (non-toxic) not serious event but not isolated storage of the defective syringe, declaration to the manufacturer preparation of a new syringe by the iade, change of outfit post intervention because the product had leaked on the anesthesiologist event that has already happened twice before without declaration or conservation of the material. Declaration this day because recurring event"